Manufacturer narrative:
At analysis it was noted that the device was received in good cosmetic and mechanical condition though the bail and ring attachments were missing, the battery contacts were contaminated and the ventricular patient connector was contaminated and broken. The main board was calibrated, the battery contacts were cleaned, affected parts were replaced and the device passed all tests with no visual or electrical anomalies.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.